Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a (B)(6) female required the use of a neff percutaneous access set for a biliary drainage procedure. The operator reported that upon opening the access set packaging, the sheath was found to show "fracture and tortuosity." Another similar device was used to complete the procedure successfully. The failure mode was recognized prior to patient contact. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional methods code: testing of model variant (4104). Investigation ¿ evaluation. It was reported a neff percutaneous access set opened to find the sheath fractured and tortuosity in the metal part. The device did not patient contact and there were no adverse effects to the patient due to this incident. The product was discarded, so it is unavailable for return. A review of the complaint history, device history record, drawing, quality control, and specifications of the device, were conducted during the investigation. The complainant did not return the complaint device for investigation. Therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The risks associated with these devices are acceptable when weighed against the benefits. The device history record (DHR) for the complaint lot and the introducer subassembly lots revealed one related non-conformance. The related non-conformance is for the shaft was dented and this affected a quantity of three that had a disposition of scrapped. There is a 100% qc inspection to check for any damage to surface before released. A database search revealed one additional related complaint on the complaint lot. This complaint was reported from the same customer at the same time as this complaint for the failure the sheath was found to be tortuous prior to use for one device. At this time, there is no evidence that the device was manufactured out of specification, or that there are nonconforming devices in house or out in the field. A definitive conclusion could not be determined why the sheath was fractured and tortuous upon opening the set. Findings of this investigation revealed no evidence to suggest the device was manufactured out of specification. There is a 100% qc inspection to check for any damage to surface of the sheath before released. Therefore, this failure most likely occurred during shipping and handling. Based on the information provided, no returned product and the results of the investigation, it was concluded that the cause of this complaint is traced to transport and storage. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.